Event description:
Caller states the pt tested 43mg/dl and 81 mg/dl on the inform system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.